Manufacturer narrative:
The insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was received unexpected battery power loss and replace battery now alarm. Customer's blood glucose level was unknown. Customer stated that the battery lasts less than 2 hours. Customer also stated that no damage on insulin pump nor battery compartment or cap and weak battery alarm was absent. The device will be returned for analysis.